Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the insulin squirt out during manual prime. The customer was disconnected during prime. Customer stated the pump piston continue to move forward after reservoir contact and insulin squirted out. Customer tried with different set. Customer received replacement today.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.